Event description:
Chronic diarrhea that resolved immediately with deactivation of the device. Dates of use: 2006 - 2007. Diagnosis or reason for use: depression. Event abated after use stopped or dose reduced: yes.